Event description:
It was reported that the patient presented with low flow alarms. Echocardiogram showed a dilated left ventricle with end-diastolic dimension of 6 centimeters and ejection fraction of 21%. Computed tomography angiography showed extensive thrombus in the proximal outflow graft with severe stenosis. The patient developed cardiogenic shock and persistent low flows. The medical team decided to pursue impella placement and status upgrade for transplant should the thrombus be internal. Upon surgical exploration, the thrombus was external and easily evacuated with immediate improvement in left ventricular assist device (lvad) flows.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Article title: complex decisions in management of severe left ventricular assist device outflow graft obstruction. Cai, j., pepe, r., soliman, f. K., sunagawa, g., takebe, m., lemaire, a., russo, m. J., ikegami, h., grewal, j., huang, m., dulnuan, k., & iyer, d. B. (2024). Complex decisions in management of severe left ventricular assist device outflow graft obstruction. Journal of the american college of cardiology, 83(13), 3616. Https://doi.org/10.1016/s0735-1097(24)05606-7. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted imaging showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with extrinsic outflow graft obstruction (eogo). The submitted CT images were reviewed showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. An image, taken during the reported surgical exploration, revealed gelatinous, yellow fluid underneath the outflow graft bend relief. The serial number of the left ventricular assist system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H7/h9: field action corrective added no further information was provided. The manufacturer is closing the file on this event.